Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced the infusion set getting pulled off after running into the side of a counter on two occasions, which likely caused a kinked cannula; the patient developed hyperglycemia and was treated via the pump and multiple daily injections.